Event description:
It was reported the emergency light of the xenon light source was not working properly. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.